Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue; damage noted as thinning of the button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: during testing, the audio bolus button was unresponsive. The button¿s cover was removed; and the internal audio bolus button slug was found to be misaligned. Unrelated to the initial complaint, the display screen was dim and discolored. The battery compartment was found to be cracked. Additionally, there was a crack in the pump¿s casing near the upper right corner of the display. (B)(4).